Manufacturer narrative:
Sections with additional information as of 13-mar-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned- evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Complaint was initially reported via e-mail and customer was able to be contacted via telephone. The customer is concerned with test results from results obtained of 139, 137, 132 and 112 mg/dl. Customer stated the results were higher than another device. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/16/2025 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 139 mg/dl date:(B)(6) 2024 time: 4:20am fasting, result 2: 137 mg/dl date: (B)(6) 2024 time: 4:21am fasting, result 3: 132 mg/dl date: (B)(6) 2024 time: 9:30am fasting, result 4: 112 mg/dl date: (B)(6) 2023 time: 11:47am fasting.